Event description:
It was reported that the patient presented with some of the leads eroded out of the skin and an infection at implanted device pocket site. The physician explanted the system ¿ implantable cardioverter defibrillator (ICD), right ventricular (rv) lead and right atrial (ra) lead. The patient was in stable condition.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.